Event description:
It was reported that the patient was unable to set the device into MRI mode. System diagnostic recorded high impedance on one lead contact. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received a broken wire was found in the returned lead that would cause high impedance.